Event description:
A device was returned to a third-party service center in relation to the voluntary field safety notice and recall notification involving the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the service center conducted a visual inspection and observed evidence of foam degradation, including the presence of dust within the device. The device powered on successfully, and airflow functionality was verified. The device's downloaded logs were reviewed by the third-party service center. There was three error codes found. The service center concluded that visible foam degradation and dust were present, and the device was scrapped.

Manufacturer narrative:
In box e: previous report, the reporter country captured incorrectly. It has been corrected in this report. In box b: dust-related information was not captured in the b5 verbiage and corresponding codes in the previous report. This has been addressed and corrected in this report.

Event description:
A device was returned to third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were multiple error codes found. The third-party service center concludes that there was a visible foam degradation and unit got scrapped.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.